Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/04/2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.